Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: case report: life-threatening pulmonary haemorrhage following hybrid vsd closure and pulmonary artery de-banding: major aortopulmonary collaterals as a hidden danger. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "case report: life-threatening pulmonary haemorrhage following hybrid vsd closure and pulmonary artery de-banding: major aortopulmonary collaterals as a hidden danger", was reviewed. The article presented a case study of a 6-day-old female infant who was diagnosed with a muscular ventricular septal defect (vsd) and aortic coarctation. A 10mm x 8mm amplatzer duct occluder was selected for implant on an unknown date to treat the vsd. The device was implanted. Approximately eighteen hours later the patient developed a massive pulmonary hemorrhage (ph), which was partially controlled with endotracheal adrenalin, tranexamic acid and novoseven. Due to persistent low oxygen saturation and ventilation difficulties, high-frequency oscillatory ventilation (hfov) was initiated. Chest x-rays showed bilateral lung opacities. The following day, surfactant therapy was started. As ventilation parameters required escalation, central venoarterial (cva) ECMO was initiated. Lung compliance gradually improved and subsequent chest x-rays showed progressive pulmonary recovery. On the eighth postoperative day, fresh blood appeared in the drains. A bronchoscopy was conducted, removing a large amount of mucus plugs and old coagulum. ECMO was discontinued. On postoperative day fifteen the patient experienced significant tracheobronchial bleeding, which was managed with endobronchial adrenaline. Computed angiography (CT) identified major aortopulmonary collateral arteries, leading to a cardiac catheterization with embolization performed using an amplatzer vascular plug IV. The patient was extubated on the twenty-fifth postoperative and started on non-invasive CPAP support. On the forty-third day, the patient was discharged. [The primary and corresponding author was vladislav vukomanovic, cardiology department, mother and child health institute of serbia, belgrade, serbia, with corresponding e-mail: vvukomanovicdr@gmail.com.].